Event description:
A leg length study was ordered, I set the study to large pt, when the test started it stopped after first exposure unit quit as incomplete study due to not enough kv [kilovoltage], manually set higher exposure with same outcome, for a total of 4 times. Set urgent repair request to ge.